Event description:
The customer reported that after a laparoscopic procedure, it was noticed that the plastic insulation near the jaws was missing from the device. The staff could not locate the insulation in the operating room or patient cavity.

Manufacturer narrative:
(B)(4). The site indicated that the incident sample was discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.